Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. After a 6.0mmx14mmx90cm express® sd renal/biliary stent was advanced to treat the lesion and during inflation, it was noted that there was no stent on the balloon delivery system. And imaging test revealed no stent was present in the patient's body. The procedure completed with another 6.0mmx14mmx90cm stent. No patient complications were reported and the patient's status was fine.